Event description:
Related manufacturer reference number: 2017865-2019-12410. Related manufacturer reference number: 2017865-2019-12415. Additional information received identified the only information that is known is from an obituary and medical records prior to event. The patient's last known medical visit was with vascular surgery (B)(6) 2019. It was planned to see the patient back in 2 weeks for wound care due to bilateral leg wounds.

Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12410. Related manufacturer reference number: 2017865-2019-12415. It was reported the patient passed away. At this time, the cause of death is unknown.